Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. Onsite investigation was preformed and the field systems engineer reviewed system logs and noticed that the system shutdown was initiated after a timeout error had occurred. Replacement of the interconnect cable resolved the issue. No further issues were reported. Replaced cable was not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the image acquisition system (ias) shut down. They were able to boot it back up and continue the case. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The suspect interface (umbilical) cable was returned to the manufacturer for analysis. The interface (umbilical) cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.